Event description:
The reporter stated, the surgeon inserted an aq2010v silicone three piece lens and the capsule tore. There was pt contact but no injury. Sutures were required. Additional info has been requested from the facility, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
.